Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failed power pcb assembly. A replacement for this part is no longer available due to part obsolescence. The device was returned to the customer and the customer was advised that the device is unrepairable.

Event description:
The customer contacted stryker to report that their device is unexpectedly powering off. There was no report of patient use associated with the reported event.